Event description:
It was reported that the tip of the device broke off. The condition of the device was discovered during set up for the procedure, as the packaging was opened. There was no patient involvement. The account had a back up on hand to complete the case with no delay.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.